Event description:
It was reported that patient with this inflatable penile prosthesis experienced fluid loss in the system. A revision surgery was performed in which physician confirmed the fluid loss. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that patient with this inflatable penile prosthesis ipp experienced fluid loss in the system. A revision surgery was performed in which physician confirmed the fluid loss. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt of this device at our quality assurance department, the device was thoroughly analyzed. Microscopic inspection of the cylinder identified wear at a fold in the proximal, middle, and distal ends of the cylinder. The cylinder underwent leakage testing and passed. Microscopic inspection of the reservoir identified wear at a fold in the shell. The reservoir also underwent leakage testing and passed. Based on the information provided and the analysis results, the reported fluid leak was not confirmed. A clear probable cause for the event cannot be determined; therefore, the conclusion code of cause not established has been assigned.